Event description:
The customer reported the patient was intubated and when placed on the ventilator "noticed low mv and low vt alarm activated". There was an audible noise from an ett leak and when volume was added to the cuff pilot the leak persisted. The patient was re-intubated without incident. There was no patient injury and the patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff was then inflated to 25mbar using a calibrated endotest and the cuff remained inflated for 30 minutes. No leakage was detected. The sample was then immersed in water and no bubbles were observed coming from the pilot balloon or cuff. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the patient was intubated and when placed on the ventilator "noticed low mv and low vt alarm activated". There was an audible noise from an ett leak and when volume was added to the cuff pilot the leak persisted. The patient was re-intubated without incident. There was no patient injury and the patient's condition was reported as "fine".